Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated they would have blood glucose over 500 mg/dl. The customer's blood glucose has been around 200 mg/dl. Troubleshooting did not occur as the customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.